Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the connection in the back is separating from the keyboard. The user reported the signal was sporadic and made data entry difficult. The device was used for the procedure. There were no reported adverse consequences to a pt as a result of this event.